Event description:
It was reported that during an unknown procedure, the staples were malformed during the procedure. Changed another one to complete the procedure. There was no consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining twelve clips. Finally, it locked out as intended. Please note that an investigation has been initiated to address the potential root cause of the dropping/ejected clips. No incident related to the reported event was observed during the batch record review.